Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient turned the device off for a few days, then turned it back on and it was working well with no other problems. The issue was resolved and the patient was able to continue using their device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an MRI on friday and confirmed they activated MRI mode and were full body conditional. Something was placed over the patient during the MRI and patient was told it would make the MRI go faster. The day following the MRI patient had intense pain in their tailbone and stomach near their privates and they could barely walk it hurt so badly. Patient described it as severe cramping. The patient turned the interstim off and within 15 minutes the cramping went away so patient was concerned the problem was related to the interstim. The following morning patient noticed a bruise on the front of their stomach which appear on either side of a incision scar they had from a previous surgery. They also noticed a small bruise towards the top of the scar and a pinky sized bruise near their tailbone. Reviewed possible adverse events and considerations regarding MRI conditions. Recommended patient seek medical attention for their symptoms. Reviewed option to turn interstim back on at a low amplitude and slowly increase to a comfortable level if they wish to. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included patient has had several surgeries for bladder, hernia, and caesarian section. Redirected caller: patient's hcp.